Event description:
It was reported by the rep that when the device was used during a laparoscopic supra cervical hysterectomy procedure, it jammed on tissue. After the jammed device was removed from tissue, another device was used to finish the case without incident. There was no consequence to pt.